Manufacturer narrative:
The hill-rom technician found the front left wheel came off the lift. Viking m must be inspected at least once per year. According to the periodic inspection (3en371001-rev 4) for mobile lifts, the following shall be checked: castors - wheels. Roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. To ensure trouble-free operation, certain components should be checked each day the lift system is used: inspect the lift and check for any signs of external damage. Check the fixture of the sling bar. Check safety latch function. Check raising, lowering and base-width adjustment. Check the emergency lowering function (both electrical and mechanical). Charge the batteries each day the lift is used and check charger function. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician disassembled and replaced support of the left front wheel to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the front wheel came off the lift. The lift was located at the account . There was no patient/user injury reported. (B)(4).